Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity 36khz handpiece (c7036) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation confirmed the reported incident. The cable was dissected in half as an effort to further isolate the confirmed failure. The half section of cable from the lemo connector side was checked for resistance continuity on each wire. It was found that there was no continuity (open circuit) from signal wire hv+ (red wire) to lemo connector pin, and this open circuit is the cause of the ¿tip frequency optimization¿ failure exhibited. To further determine where the open circuit is located, the cable was dissected 1cm (centimeter) away from the lemo connector. There was no continuity between dissection point 1 and dissection point 2 within the signal wire hv+ (red wire) itself. Root cause - the root cause is confirmed. There is an open circuit/break on the hv+ signal (red wire) in the strain relief section of the lemo connector. For an open circuit to have occurred some mechanical strain/shock would have to been placed on the lemo connector and/or the cable strain-relief at the lemo end. In addition, there is evidence of mechanical damage in other areas of the handpiece (i.e. Handpiece body and handpiece horn. This likely indicates improper handling of the handpiece at the customer site. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A distributor reported that during a surgery, despite performing all the necessary actions, an unspecified error persisted from the cusa clarity 36khz handpiece (c7036). The issue caused an increase of more than 30 minutes in surgical time but did not result in any user or patient injury or death.